Event description:
The patient reported that the needle deployed prematurely prior to use, preventing proper application. No impact on blood glucose levels was reported. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.